Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received two (2) photo samples. Both photo samples showcase an overview of a 2-way catheter. Visual: received one (1) used 2-way catheter. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a 0.011" pinhole found on the balloon. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] · method for use: 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. 2. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. 3. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, damage, etc. Before inserting a new catheter. Fragments of the balloon or segment of catheter may remain in the bladder. 4. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. · caution should be exercised in the following patients: · use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder. [Contraindications & prohibitions] · method for use: 1. Do not reuse. 2. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp -edged devices. The re is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult. 3. Aggressive traction, particularly in the presence of tape or suturing, is not recommended for 100% silicone foley catheters. [Indications for use] this device is an indwelling catheter in the bladder for urinary drainage. The surface of catheter is coated first with a trace amount of metallic silver, and then with polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter. [Instructions for use] 1. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2. After opening the package, care should be taken to avoid contamination. Lubricate the shaft of catheter. 3. Carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a needle-less syringe, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 4. Pull catheter slightly to seat the balloon at the level of the bladder neck. 5. To deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 3. Malfunction and adverse events · difficulty during catheter removal due to non-deflator balloon · inadvertent catheter dislodgement due to damaged catheter and/or balloon burst 4. Precautions for infection or contamination · visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. · use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations. [Storage method and expiration date] 1. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. 2. Expiration date: indicated on the direct package and the outer box. [Packaging] 10 pieces per box". Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out of the patient spontaneously and upon checking the catheter the water leaked from the balloon. Balloon damage could not be confirmed. No abnormalities were found in other areas.

Event description:
It was reported that the foley catheter fell out of the patient spontaneously and upon checking the catheter the water leaked from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.